Event description:
Hcp reported pt infection. The pt did not have meningitis. Infection signs and symptoms included redness, swelling, drainage, pain, incisional wound opening and pocket erosion. The primary location of the infection was the device pocket. Cultures were taken from the lumbar region. Type of organism not reported. The pt was treated with both IV and oral antibiotics. The infection resolved. A risk factor that applies to the status of the pt before device implant is autoimmune disorder. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional info is received.